Event description:
The customer reported a low battery during the device evaluation - a 2nd battery failure was observed for a low battery. There was no pt involvement.

Manufacturer narrative:
(B)(4).